Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse was able to confirm the error code on the customer printouts. Fse performed alignments on the sample nozzle to the incubator bottom of cup and dispense lane. Proper operation was verified and there were no errors noted. Fse ran the daily check and quality controls without any errors. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 09-sept-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: 2094] specimen shortage detected: cause: it was judged from the remaining quantity of a [rack ID, rack, position, specimen ID, specimen that sampling of the specimen was impossible. An ss flag will be attached to the assay result. Action: replenish the specimen and perform measurement once again. If it is considered that there is a sufficient quantity of specimen, check the position setting of the bottom of the specimen container. In the case of the primary tube, check the container shape setting and also the liquid level detection sensitivity. The most probable cause of the 2094 specimen shortage detected error was due to misalignment of the sample nozzle.

Event description:
A customer reported error 2094 (specimen shortage detected) during calibration with the aia-900 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), luteinizing hormone (lhii), progesterone (prog), and follicle-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.